Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was believed to be damaged during an ipg replacement procedure for an issue reported under MFR. Report#: 1627487-2017-05045. When the lead was connected to the replacement ipg, high impedance was found on several contacts. In turn, effective coverage could not be obtained. As a result, the patient's lead was explanted and replaced on a later date. Surgical intervention resolved the patient's issue.